Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/01/2015 with the following findings: investigation revealed the display screen was dim and discolored. The display screen lens was scratched. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. The display screen lens was scratched. This report is made based on results of the investigation performed on 07/01/2015.